Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had air bubbles in the reservoir and experienced high blood glucose levels. The customer's blood glucose was unknown. The customer stated they did not rewind the insulin pump with the reservoir in. Explained possible causes of air bubbles. Reviewed customer's technique and instructed customer how to prime bubbles from the tubing. Nothing further reported.